Event description:
On (B)(6) 2013, a 25mm trifecta valve was implanted at the non-explanting center. On (B)(6) 2018, a tee showed severe aortic regurgitation. On (B)(6) 2018, the valve was explanted. Upon explant, two leaflet tears were observed along the left and right coronary leaflets. The valve had dark discoloration of the pericardial tissue along the side of one stent post, consistent with a hematoma. There was also white colored tissue at the top of the stent post and there was evidence of sub annular tissue that appeared to be pannus. Both leaflets were torn across belly, one was the distance of the belly and the other was approximately half the size. The surgeon suggested that one leaflet had potentially torn earlier and the patient tolerated this tear while the addition of the second leaflet tear created sufficient clinical response to seek intervention. Per report, the valve may have been impacted by mycobacterium chimera. Tissue samples were taken and analysis performed at the hospital with results pending. A 23mm onyx valve was implanted as the replacement, along with a mitral repair using a 28mm mdt simulus® mitral valve annuloplasty ring. The patient is reported to be recovering well.

Manufacturer narrative:
The reported leaflet tears were confirmed. Also reported were leakage and pericardial tissue that was "fibrotic with patchy mild chronic inflammation." Morphological and histopathological examination revealed tears in the base of all leaflets. There was fibrous pannus ingrowth on the inflow surface of leaflets 2 and 3. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn leaflets remains unknown; however, information from the field indicated that a smaller, 23 mm, valve was implanted and the pericardial tissue along one stent post had dark discoloration "consistent with a hematoma."